Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8578, serial#(B)(4), implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine 52.5mg/ml; 10.5mg/day via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain. The patient experienced left leg pain. Magnetic resonance imaging (MRI) was done on (B)(6) 2015. A granuloma was found at the tip of the catheter. The granuloma was removed and the pump and catheter were explanted and not replaced. The issue was resolved and patient status was alive; no injury. Therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.